Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle and cover had foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no deformation to the areas where the foreign material was detected and there were no reported deviations from the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: gif/cf-170 series operation manual includes a way of detection in chapter 3 "preparation and inspection". Gif/cf-170 series reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the videoscope exhibited foreign objects in the nozzle and cover tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.